Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information was requested, and the following was obtained: please describe the type of foreign matter that was observed. What was the foreign matter's appearance? What was the texture? Are there any photos of the foreign matter available? Please refer to attached photos. H3, h6 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received 33 opened samples pertain to the product code vcp1433h. As per the sampling plan, a visual inspection was performed on thirteen samples. Upon visual inspection of the returned sample, noticeable damages were observed in the tray component of one sample that could be caused during the molding process or during the handling of the device, no defect was found on the rest of the samples. Additionally, photo was provided and they shows the tray of the returned sample, and it showed tray of the sample was damaged, and some discs have fallen off from the bottom of the tray. The foreign matter reported by customer might be the fragment from the damaged tray. As part of the manufacturing process, we conduct 100% inspection of all our finished products to ensure there are no issues related to the components. No conclusion could be reached as to what may have caused the reported incident. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was found that there had been foreign matter in the newly dispensed suture when it was opened to prepare for surgery. Changed to another two to continue the surgery, and the same problem happened again. Changed to another one to complete the surgery. No patient consequence was reported. Additional information was requested.